Event description:
It was reported that the tubing on the drain bag arrived "crimped" making it unusable.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one center entry bag was received. Visual evaluation noted the inlet tubing was kinked above the drip chamber. A potential root cause for this failure could be incorrect assembly operation/ components placement/ accessories. (Incorrect assembly). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing on the drain bag arrived "crimped" making it unusable.